Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing o-ring at the reservoir tube, serial number label stained,keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump is damaged. Customer's blood glucose was 360mg/dl at the time of incident. Troubleshooting found that the pump was dropped and is cracked and missing a part of the pump. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.